Manufacturer narrative:
This complaint is unconfirmed. Returned for evaluation is a completely assembled groshong 4 fr PICC catheter. The catheter functioned normally during functional testing. No leaks were observed during hydraulic pressurization. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. The complaint incident could not be replicated in the laboratory setting. Occasionally, fibrin sheaths will form over a catheter's opening, encapsulating the catheter. This can result in solutions administered through the catheter exiting the catheter's distal tip and traveling back up the catheter through the lumen created by the fibrin sheath over the catheter's exterior surface. On x-ray, this may appear as a leak. Fibrin sheaths can also impede flow, making aspiration difficult. Fibrin sheaths can be dissolved using chemical solutions recommended by the product IFU. Gross visual, functional and tactual testing shows no evidence of a defect or deformity related to the mfg process. A lot history review (lhr) of revj1115 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the pt was placed a PICC line for chemotherapy on (B)(6) 2013. On (B)(6), there was a leak in the catheter without any reason so the nurse pulled out the catheter.